Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and determined that there was an obstruction in the reaction tray wash unit that caused an overflow into the reaction tray bath oil. The cause of the discordant alt, glu, chol, dhdl, dldl, trig and crea results is due to a malfunction in the vacuum valve 1. The cse replaced the vacuum valve 1. The customer successfully ran qc. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
Discordant alanine aminotransferase (alt), glucose (glu), cholesterol (chol), high density lipoprotein (dhdl), low density lipoprotein (dldl), tryglicerides (trig) and creatinine (crea) results were obtained on three patient samples on an advia 2400 instrument. The discordant results were reported to the physician(s). The samples were repeated and the corrected results were reported to the physician(s). There were no known reports of adverse health consequences or patient intervention due to the discordant results.